Manufacturer narrative:
The field service engineer could not find any issues with the analyzer. The customer ran patient comparison studies and these were acceptable. The investigation determined the issue is consistent with a mis-sampling of the sample material caused by incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The sample initially resulted in a na value of 159 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 146 mmol/l. A corrected report was issued. The na electrode lot number is v2215, with an expiration date of 11-dec-2022.